Manufacturer narrative:
Section a1: correction section h4: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the report of a significant nose bleed and intracranial hemorrhage could not conclusively be established through this evaluation. The patient remains ongoing on (B)(6), with no additional related complaints at this time. The heartmate 3 lvas IFU lists stroke and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding the recommended anticoagulation therapy and inr range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Previous gastrointestinal bleed event was reported in MFR. Report # 2916596-2020-02947. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with several days of headache and reported generalized weakness. The patient was not initially concerned because of chronic migraine management. The patient had also experienced a significant nosebleed several days prior and was advised to have it managed in the emergency room. The patient declined to go to the emergency room. On the day prior to this event, a routine international normalized ratio (inr) was 7.0. The patient was instructed to present to the emergency room for evaluation and to rule out a brain computerized axial tomography (cat) scan. The patient delayed going to the emergency room for another 24 hours. In the emergency room, a large parietal/temporal intracranial hemorrhage was confirmed with a cat scan. The patient's inr was 4.7 at the time. The patient had not been taking aspirin for about 1 month prior to this event due to a separate gastrointestinal bleed event. Inr was urgently reversed and the patient received an urgent hemicraniectomy with evaluation of hemorrhage. Post event neuro-deficits included mild aphasia and left side weakness causing the patient to walk with a cane.